Event description:
It was reported that when using the bd pyxis¿ medstation¿ es old patients were appearing, but the new orders were not crossing. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were not crossing over. A technical support specialist (tss) dialed into the server and found the messages were not current. Then checked the services in the sever and found that some of the services were not started due to the issue. So, the tss restarted the carefusion external messaging service, sharing service and world wide web publishing service and then deployed the interface services utility successfully and also confirmed that the messages in the server were current. Then the tss confirmed that the stations no longer showed delay and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.